Event description:
It was reported that the surgeon bought ae05 and had prior experiences without complaint. This is the 4th time he has used it but had difficulty securing the clips despite multiple attempts. The doctor returned the actual ae05 with dislodged clips for replacement and 1 piece under same batch exchange and asked for the applier to be returned to the manufacturer for investigation with the report.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Dimensional inspection was performed on the top jaw. The dimensions measured were the distance between the pivots to the jaw legs and the distance between the jaw legs. The specification for the distance between the pivots to the jaw legs as outlined in part drawing g00441 is .010" +/- .002". The measured distances for each pivot were 0.009 and 0.011 which are within the tolerances for this dimension. The specification for the distance between the jaw legs as outlined in part drawing g00441 is 0.099" +/- .008". The measured distance was 0.108, which falls outside of the tolerance for this dimension and confirms that the jaw was bent. The following equipment was used: starrett vision system (teleflex equip ID (B)(4)) reference number: (B)(4) calibration date: 03/07/19 calibration due date: 03/07/20 functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon full engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The first clip was unable to load properly as it didn't latch onto the top jaw. Upon further examination, a build-up of biological material was noticed in the top jaw. The buildup was removed and another attempt to fire the device was made. However, the second clip was again still unable to load properly into the jaws. It was observed that the indicator clip was in the next position of the channel indicating that no clips were remaining in the channel. The indicator clip was fired , and the device was disassembled in order to inspect the internal components. The pivot hole in the channel for the top jaw was deformed. The sample was returned with 2 clips remaining in the channel, indicating that 13 clips were fired by the end user. The distance between the jaw legs on the top jaw was measured and it was confirmed that the jaw was bent slightly such that it did not fall within the specification. The observed damage to the jaw prevented the clips from loading properly into the jaws of the applier. It could not be determined exactly how or what caused the top jaw to bend. However, based upon the observed damage, it appears that unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip fell from applier" was confirmed based upon the sample received. Upon functional inspection, the clips were unable to load properly as they didn't latch onto the top jaw. The device was disassembled , and it was found that the pivot hole in the channel for the top jaw was deformed. The distance between the jaw legs on the top jaw was measured and it was confirmed that the jaw was bent slightly, such that it did not fall within the specification. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1800729 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon bought ae05 and had prior experiences without complaint. This is the 4th time he has used it but had difficulty securing the clips despite multiple attempts. The doctor returned the actual ae05 with dislodged clips for replacement and 1 piece under same batch exchange and asked for the applier to be returned to the manufacturer for investigation with the report.